Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had received an inappropriate burst of anti-tachycardia pacing (atp) for oversensing of atrial fibrillation with ventricular tachycardia. Boston scientific technical services provided troubleshooting options and the crt-d remains in service. No adverse patient effects were reported.